Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Permanent bodily injury [injury]. Neurological damages [nervous system disorder]. Heavy metal (zinc) poisoning [metal poisoning]. Case description: an attorney reported that their client, an adult female age unspecified, used fixodent denture adhesive, version unknown cream, unspecified total daily use for 11 years, and reported the following permanent bodily injury, neurological damages, and heavy metal (zinc) poisoning. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.